Manufacturer narrative:
Product ID: neu_unknown_lead, lot#:, serial#: unknown, implanted: (B)(6) 2005, explanted:, product type: lead; product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2004, explanted:, product type: extension; product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2005, explanted:, product type: extension; product ID: (B)(4), serial#: (B)(4), implanted: (B)(6) 2004, explanted:, product type: programmer; patient product ID: (B)(4), lot#: j0427852v, serial#:, implanted: (B)(6) 2004, explanted:, product type: lead. (B)(4).

Event description:
Additional information received indicated that the replacement surgery occurred on (B)(6)-2012 and was successful. The patient was programmed at previous settings the next day and got symptom control.

Event description:
It was reported on (B)(6) 2012, that since the implant of the patient's new implantable neurostimulator (ins) system, the patient has not received good therapy; his old ins systems had managed his symptoms "really well." The patient was looking for a different physician to do his ins programming. Additional information received on (B)(4) 2012, reported reading impedances greater than 2000 ohms on all of the unipolar pairs of electrodes. It was planned that an x-ray was to be taken, and then a lead revision procedure; the impedances were to be tested at the ins pocket and if necessary, at the lead/extension site. A loss of efficacy was reported. Additional information received on (B)(4) 2012, reported that the patient was still to have an x-ray. An intraoperative impedance check was planned; the extension would be exposed and separated from the lead to check lead impedance as well. The date of the procedure had not yet been scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further information provided revealed the lead was replaced in (B)(6) 2012. At that time, the physician decided to also replace the extension and battery to reduce the need for near future replacement. The patient was reportedly doing well and happy with the results.